Event description:
Initial reported info: physician noted a problem with the angiosculpt balloon catheter. Physician was able to get it in fine and was able to deploy the balloon but when he was done predilating the vessel, he had a hard time removing the balloon from the wire as it was binding on the wire. Physician had to pull the interventional wire out completely and had to rewire the vessel with a new wire. Follow up info: physician used the angiosculpt scoring balloon (2mm x 10 mm) upon removing the balloon from the pt, the wire becomes kinked beyond usability and needed to rewire the vessel to get a stent across.

Manufacturer narrative:
Pt info is not available. Attempts to obtain patient info has not been successful. Rewiring of the vessel occurred which prolonged the procedure. No clinical injury reported. Lab eval of the returned angiosculpt catheter was performed. The catheter was returned with the guide wire intact. There was evidence that the guide wire was kinked/prolapsed, balloon appeared to have been inflated, and the ex guide wire port was slightly lifted. The guide wire intact to the catheter was able to be removed with slight force. It is probable that the guide wire prolapse was due to the physician's improper removal of the angiosculpt device. Guide wire prolapse is listed as a possible occurrence during the procedure of the angiosculpt ptca scoring balloon catheter instructions for use (IFU).